Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a seizure, and a loss of consciousness. Customer's blood glucose level was not provided. Reportedly, pump settings were programmed incorrectly. The customer went to the emergency room and was subsequently hospitalized. The customer declined further troubleshooting with tandem technical support and declined to provide additional information.